Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: camera refurb 9735821r vega base s8 svc h3). No parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message appeared during set up. The representative reported that there was a flashing amber led on the positioning sensor unit (psu). It was reported the fault disappeared after a power cycle, re-seat of connector, and a second power cycle. There was no patient involvement.